Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received a picture showing one box of product with a printing defect. Batch number and expiry date cannot be clearly identified. This defect was caused by the printing station in the labeling step, by a misaligned ribbon during the printing process, resulting in improper label marking. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the root cause of the issue has been identified as a malfunction in one of the label printing stations. Specifically, the defect originated from a misalignment of the ribbon. This deviation was not detected by the operators during the labeling process. Final conclusion: considering that the results of the pictures received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the pictures received. We apologize for any inconvenience that this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions:in accordance with our internal quality management procedures, the implementation of corrective or preventive actions is not warranted at this stage. However, this complaint has been formally documented and will be included in trend analysis to monitor for potential recurrence. Additionally, warehouse department has been duly notified to ensure heightened awareness and preventive oversight.

Event description:
It was reported an issue with dafilon suture. The client reported that the box label had a manufacturing label scratch.